Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that low battery status after implant was observed. Upon analysis, it was noted that the low battery status was a diagnostic anomaly due to exposure of device to cold temperature pre-implant. Device will show accurate longevity in future. The patient was stable and will be monitored.